Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode or patient injury has been alleged. The medical records provided included the patient's implant operative report details and implant tracking log only. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with stress urinary incontinence, cystocele, vaginal prolapse, rectocele and menorrhagia. The patient underwent a two part procedure which included a total abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal sacrocolpopexy with implant of a bard flat mesh, implant of a non-bard davol transobturator tape and an anterior repair. The attorney alleges the patient experienced unspecified adverse patient outcome associated with use of the device.